Event description:
On june 27, 2008 the lay user/pt contacted lifescan (lfs) alleging an "inaccuracy issue" with the one touch ultra2 meter. The complaint was classified based on the customer care advocate's (cca) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The mas mailed a letter to the pt on july 9, 2008. The pt manages her diabetes via insulin humalog, lantus at bedtime and glucophage 500mg, 2 times a day. The pt stated that she takes insulin only when the blood glucose levels goes above "150 mg/dl". The pt indicated that the inaccuracy with the subject meter began in 2008, at 6:10 pm. During that time she reportedly obtained a reading of "88 mg/dl" on the subject meter. According to the customer, a reading of "88 mg/dl" is usually low for her and experiences symptoms of low. But she reportedly was asymptomatic while she obtained a reading of "88 mg/dl" on the subject meter. She reportedly treated herself with orange juice and sweets based on the alleged low reading. On the same day after she self-treated with food and/or beverage, she reportedly experienced symptoms of "high" (time unspecified). She was not tested during the symptoms. On the same day at 10:17 pm, she reportedly obtained a reading of "88 mg/dl" on the subject meter. It is not known if the pt had symptoms at this time. The pt indicated that "there is no way that the meter would still read the same (88 mg/dl)" after an intervention in between and after she developed symptoms of "high". The pt reportedly did not feel comfortable about the subject meter reading. Because of the reported issue, the pt reportedly did not make any changes to her diabetic medications, but continued using the same dosage. The pt also stated that on the following day, at 6:06 pm and at 9:38 pm she obtained a reading of "104 mg/dl" on the subject meter. The next day, at 7:28 am and at 1:30 pm she reportedly obtained a reading of "147 mg/dl" on the subject meter. The pt indicated that in three days in a row the subject meter reportedly gave the same results that made her suspicious about the subject meter's functionality. The pt reportedly did not receive/require any medical treatment or intervention for the diabetes. The pt was not tested on any other meter. During the troubleshooting, the customer care advocate (cca) verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the subject meter's memory. In addition, the pt was unable/unwilling to answer if the unit of measurement was set correctly to mg/dl. The customer did not have a control solution at the time of call, and therefore the issue was unresolved. Replacement products were sent to the pt. Because the reported inaccurate low was anecdotal, there is no evidence that the subject meter malfunctioned. However, this complaint is being reported due to the following conclusion: after the reported issue began, the pt reportedly self-treated based on the alleged inaccurate result and then reportedly experienced symptoms of "high", which could be suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.